Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant attempt of the left ventricular lead, the guidewire was destroyed and it could not be pulled out from the lead. The lead was not implanted. No patient complications have been reported as a result of this event.